Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015 due to an infection at the implant site. The device is unavailable for analysis.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, explantation of the device is planned due to unknown reasons, however, has not occurred as of the date of this report, (B)(4) 2015. The implanted device remains.